Manufacturer narrative:
Correction: d6a and d6b should have been left blank on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 57-year-old male presenting with cardiogenic shock was supported with an impella cp operating at p-9. During support, a controller failure alarm was displayed, and an aic-to-aic transfer was performed. The backup automated impella controller (aic) functioned appropriately, and impella cp support was maintained without interruption.